Event description:
It was reported that, during a medial meniscus of the knee joint surgery using ultra fast-fix, the surgeon found that the suture device lacked the first fixing anchor. After t1 deployed, it was found that the fast fix had no t2, only the suture connecting t1. Subsequently, t1 was clamped out through tweezers. Surgery was resumed with a back-up device, after a non-significant surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was not returned with the device. The t2 anchor and suture were returned attached to the needle pushed to the distal tip. The suture was cut and missing the t1 anchor and portion. The depth gauge had been cut as intended. The needle had been bent from expected position. A functional evaluation revealed the t2 anchor could be deployed as expected. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with an unintended use of the device. Factors that may have contributed to the suture between the two implants to be cut/broken include sharp edges on the needle, unintended contact with another source prior to deployment, or catching the needle tip on the suture between deployment of t1 and t2. No containment or corrective actions are recommended at this time.